Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The manufacturer representative reported the patient had not charged in 3 years and that the implantable neurostimulator (ins) was in overdischarge for 3 years. The manufacturer representative did a physician mode recharge (pmr) and started charging normal. They were unable to hold a charge long enough to use the clinician programmer to clear the power on reset (por). The next day, when the ins was interrogated with the clinician programmer, the ins was still at 25%. It was reviewed that the battery was unstable after recovering from an overdischarge and that just interrogating with the clinician programmer will deplete the battery. The manufacturer representative stated the patient was currently at the office charging and the representative planned to attempt to clear the por again today. Additional information received reported that the por was cleared and the patient was receiving stimulation. The battery was not holding a charge very long but they were able to do some reprogramming, education, then charged again, etc. The patient was to charge daily for a week to see if it improves. There were no patient symptoms reported, and the patient's relevant medical history included degenerative disc disease and herniated disc pain.